Event description:
It was reported an angio-seal device was deployed without difficulty following a predeployment angiogram. The pt later (date unk) complained of leg pain and testing revealed an occlusion of the femoral artery. The pt underwent surgery to revascularize the occlusion; the angio-seal device was removed. The pt was reportedly recovering.